Manufacturer narrative:
Analysis was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty a gold force sensor resistor. The motor passed the motor test. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report a motor error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.